Manufacturer narrative:
09/14/2017 03:02 pm (gmt-4:00) added by (B)(6): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 38.6cm and 73.9cm from iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. It should be noted that the reported pump, cs100, does not have fiber optic capability and an alternate pressure source must always be used. A malfunction could not be confirmed. (B)(4).

Event description:
On (B)(6) 2017 during intra-aortic balloon (iab) therapy there was an optical sensor failure. Iab was used continuously to continue therapy. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
On (B)(6) 2017 during intra-aortic balloon (iab) therapy there was an optical sensor failure. Iab was used continuously to continue therapy. There was no injury or harm to the patient.